Manufacturer narrative:
Updated fields: d4, d9, g3, g4, g6, h2, h3, h4, h6, h11 the bactiseal catheter kit (ID ns0340) was not returned for evaluation (product remains implanted), therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause for the issue reported by the customer, is due to off-label use of device by the customer. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a bactiseal catheter kit (ID ns0340) was implanted and found out that the product passed its expiration date after the surgery. The patient may need another surgery to explant the product. Patient is stable. According to the information provided it is unknown if the patient is presenting signs and symptoms.